Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during drilling of epicondyle of the femur surgery, it was observed that the radiolucent drive device, while in use with the battery handpiece device and adaptor device, stopped working because of an interference with second proximal locking hole of a nail. It was further reported that there was also an interference with first proximal locking hole of the nail. According to the report, the surgeon checked whether the device worked properly out of the patient¿s body and observed that the drill bit device did not rotate. The reporter stated that the surgeon eventually used freehand drilling to complete the insertion of the screw. There was a five minute delay in the surgical procedure. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.